Event description:
It was observed that during the device evaluation, the bronchovideoscope had peeling coating of the connecting tube, and the forceps channel port was shaved. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the discovered failure modes could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: due to usage stress, or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.